Event description:
Boston scientific was notified that during an event the spinnaker elite flow directed catheter 1.5 f-l with hydrolene had a hole at the distal segment. No complications with the pt were reported during this procedure.